Manufacturer narrative:
The root cause of the reported clinical observations was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported recent episodes of lightheadedness. System evaluation noted noise, oversensing and pacing inhibition on the atrial and right ventricular (rv) channels. A revision procedure was performed and the leads were removed from service and replaced. No additional adverse patient effects were reported.